Manufacturer narrative:
Device is not available for analysis, therefore it is not possible to determined the cause of this event. No other complaints of this type have been received on this product lot, since it was manufactured in september of 2006. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened.

Event description:
Skin wheel needle 27g needle broke off in a pt and later removed. Unable to obtain further info regarding incident or pt status.